Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s head nurse reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 at 10:25 am with the blood glucose 865 mg/dl. The customer was treated with the insulin pump, insulin drip. Customer stated that the drive support cap was flushed. The troubleshooting was performed for the damage and high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.